Manufacturer narrative:
(B)(4). No devices have been returned to medtronic for evaluation. Unable to determine cause of the event.

Event description:
It was reported that in the week following surgery for l5-s1 fusion with posterior rod fixation and allograft, that the patient developed drainage from the lumbar incision. Patient visited the ER for wound culture and put on antibiotic. Shortly after, the patient visited the implanting surgeon who diagnosed as wound drainage, probably secondary to seroma. Irrigation, debridement, and closure of the lumbar wound seroma performed. Wound culture was positive for (B)(6). During follow up visit approximately two weeks post the irrigation, debridement, and closure, the surgeon reports there is no erythema or drainage, and does not see any evidence of wound infection or deep infection.